Event description:
The blade extender came off the bullard laryngoscope and became lodged in the patient's trachea. The loose blade extender was discovered prior to surgery, the patient was awakened and the blade extender was removed using a scope and grasping forceps with no adverse effect to patient. The surgery had to be re-scheduled. There is no patient injury or any adverse effect on the patient.